Event description:
The customer was hospitalized for low bgs. The customer currently is receiving IV. The cause of low glucose level was possible excessive insulin delivery. The customer was disconnected during rewind and prime. Troubleshooting was performed. The insulin concentration, programming, and bolus history were correct. The doctor verified all areas of the pump and all appear normal. Pump is operating as designed.